Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge. There was no impact to the involved patient.